Manufacturer narrative:
The customer contacted the siemens customer care center to report reagent probe 2 volume check errors on the advia centaur xp analyzer. The customer reported that stat patient samples could not be processed. A siemens customer service engineer (cse) was dispatched to inspect the system. The cse observed that the customer had replaced the water filter and did not perform adequate priming to remove all the air bubbles in the water line. The cse replaced the customer's water source with distilled water purchased from an external supplier, primed the analyzer, replaced the reagent probe 1 heater coil and ran qc with all results in range. The cause of the reagent probe 2 volume check errors is unknown but likely due to inadequate priming after replacing the water filter. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center to report reagent probe 2 volume check errors on the advia centaur xp analyzer. The customer reported that stat patient samples could not be processed. There are no known reports of patient intervention or adverse health consequences due to the advia centaur xp analyzer reagent probe 2 volume check errors.